Event description:
In 2009, the pt reported experiencing erratic blood glucose values of 39-538 mg/dl for the past 2-3 weeks. He reported that he had a stroke one year ago and he recently began "twitching and going into a seizure." He stated that his dr has correlated these symptoms with erratic blood glucose and his "neurologist is afraid that the weird numbers are so erratic that it's putting me close to a stroke." During the report the pt stated that there was a large air bubble in the insulin cartridge and he believed this may have caused elevated blood glucose. He stated that the insulin cartridge was changed yesterday but he did not notice the bubble until today. The pt was assisted in priming the bubble from the system. He stated that he does allow insulin to reach room temperature prior to use. He stated that he had not changed the adapter for approx 30-40 cartridge changes. He was advised to change the adapter with every 10th cartridge change. He changed the adapter during the report. Upon follow up three days later, the pt stated that he visited his new endocrinologist yesterday and she adjusted some of his basal rates and he will be "reporting to her once a week." At 3:00am his blood glucose measured 145 mg/dl and at 8:00am his blood glucose measured 412 mg/dl. He stated that there was a large air bubble in the insulin cartridge that was not present when he inserted the insulin cartridge into the infusion device. He was assisted in removing the air bubble from the system. A request for additional training was submitted. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.